Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was observed leaking from the filter. It was further reported that the leak occurred at the top of the filter part. An unspecified pump "alarmed to say air in line and when the air was advanced small bubbles appeared at the point stated above 2-3mls of fluid came out". This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.